Event description:
Reporter stated that vibration feature of patient's device quit working. Patient depends on this feature because they are deaf. Patient's blood glucose was not affected, and no treatment was received.